Manufacturer narrative:
The investigation is on going and a supplemental report will be submitted on completion of investigation. Review of data indicated that the CT value of the alleged sample was found to be near lod. The instrument has been taken out of service and is being returned for evaluation and repair. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the USA alleged discrepant results for 1 patient sample; the sample generated positive results for sars-cov-2 ((negative for flu a and flu b) with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The same sample was retested on a different cobas® liat® system, which generated negative results for all 3 targets (sars-cov-2, flu a, flu b). It was noted that the positive results reported to doctors and patient. No harm was alleged. Review of data indicated that the CT value of the alleged sample was found to be near the limit of detection (lod) of the test. A systems assessment has been performed to address the customer issue. The customer's returned the cobas liat analyzer.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Investigation found that the sample was potentially near the limit of detection (lod). (B)(4).